Event description:
Reporter stated that lancet protrudes from end-cap of the softclix plus lancet device after firing. No adverse event was reported. The suspect product was not returned to the manufactuer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Device not returned to manufacturer.